Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, would dehiscence. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 750cc smooth mentor memorygel breast implant experienced left-sided wound infection and left-sided device extrusion post-operatively. Healthcare professional reported that the patient experienced left breast pain and swelling, the patient required surgical intervention and drainage, and was placed on antibiotics. Wound culture returned with staphylococcus aureus infection. As a result, the patient underwent unilateral explantation without replacement on (B)(6) 2020 to allow for healing.